Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-01269 and 3005099803-2015-01270 for the associated device information. It was reported to boston scientific corporation that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. According to the complainant, during the procedure, the first flexiva laser fiber was burned degraded. The same issue occurred with the second flexiva laser fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.

Manufacturer narrative:
(B)(4). Visual examination of the returned laser fiber revealed that the exposed glass tip measured 1.0 mm and appeared used. Examination under magnification revealed that the condition of the glass tip was consistent with a fracture indicating that the tip or portion of the tip broke off. A portion of the fiber jacket adjacent to the tip/jacket interface appeared blackened; therefore, the condition of the returned product confirms the reported complaint. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with an effective transmission of 43.6%. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.